Event description:
It was reported that the patient had an artificial urinary sphincter that was removed due to erosion. No new system was implanted. A new aus system was implanted nine months following the aus system removal.

Manufacturer narrative:
Additional information: b5 - analysis results, h6 - evaluation results and conclusion code.

Event description:
It was reported that the patient had an artificial urinary sphincter that was removed due to erosion. No new system was implanted. A new aus system was implanted nine months following the aus system removal. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.